Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a consumer regarding a patient who had been receiving dilaudid and prialt at 7.5 mg/day on an unknown date via an implanted pump. The pump's indication for use was listed as non-malignant pain. It was reported that the pump setting was "way too high." At that time, the patient was walking, doing well, and had no euphoria. The patient then relocated and could not find a doctor. The patient followed up with a physician who indicated that her device should not be that high. The patient was told that if she could not find a pump doctor, the only thing they could do was put her in a coma because her pump dose was so high and they would not even know if she would survive that. The patient stated that luckily there was a physician assistant (pa) that was able to fill her pump but was out of town. The patient sent the telemetry strips to the pa and was met at the doctor&#62688;office. A manufacturer representative was contacted. The doctor lowered the dose and put the patient on oral narcotics and filled the pump. The patient stated that over a period of a year the doctor dropped the dose from 7.5mg/day of dilaudid to 0.999mg/day and added baclofen. It was noted that the patient had multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.